Event description:
Additional info: surgeon stated that the surgery was performed on april 22, 1999. He further stated that the pt had a shallow corneal perforation as a result of an apparent loose footplate. The wound was sutured on the same surgical day. Pt has significant astigmatism and is nearsighted. The actual unit used could not be identified. The user facility has two on-site devices and info as to which device was used was not recorded.